Event description:
Affiliate reported that when surgeon was carrying out the refill of this pump, he noted that the data for next refill was not aligned between the data on the control unit (refill required on (B)(6)) and the data on pump (refill required on (B)(6)). (B)(6): surgeon experienced the same problem. Surgeon met this patient to increase the quantity of drug, and also in this case, the control unit required a refill at the end of (B)(6), while the data on the pump was the same of the previous time (refill required on (B)(6)). It was reported that the pump is still implanted. No adverse consequences were reported.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
(B)(6): when surgeon was carrying out the refill of this pump, he noted that the data for next refill was not aligned between the data on the control unit (refill required on may) and the data on pump (refill required on (B)(6)). On (B)(6): surgeon experienced the same problem. Surgeon met this patient to increase the quantity of drug, and also in this case, the control unit required a refill at the end of july, while the data on the pump was the same of the previous time (refill required on (B)(6)). Our sales rep. Has just informed the r6d department of le locle. At this time, no adverse reaction on patient. Please refer to (B)(4). (B)(6).